Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation concurrently with a total abdominal hysterectomy, left salpingo-oophorectomy, posterior repair, transabdominal colposacropexy and paravaginal suspension to treat uterine prolapse, paravaginal prolapse, perineal relaxation, rectocele, and an atrophic left ovary. The patient had a botox injection of the bladder for urinary urgency and mixed urinary incontinence on (B)(4) 2008.

Manufacturer narrative:
Due to infection, pain, vaginal odor and discharge, patient underwent mesh excision on (B)(6) 2011. (B)(4).